Event description:
It was reported via repair work order that the wheel will not turn which could delay treatment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the wheel will not turn. This information was incorrectly reported. Upon evaluation of the unit the wheel was functioning to specification and as intended.

Manufacturer narrative:
Cot could not be located by customer.

Event description:
It was reported via repair work order that the wheel will not turn which could delay treatment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.